Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. After multiple deployments and three partial recaptures of the closure device, a mobile thrombus was identified on the closure device. The closure device was fully recaptured, and the was was aspirated. A new 20mm closure device was opened and attempted to insert into the laa, but the procedure was aborted due to a non-compliant anatomy. The patient remained stable throughout the procedure, and was discharged home the following day with no change from the baseline status.